Event description:
It was reported that during a lap appendectomy procedure, the device could not be reloaded. A new one was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4): cartridge pan dislodged. Evaluation summary: the analysis showed that device was received in good visual condition and with no cartridge present, however, the cartridge pan was found lodge inside the channel. The pan was removed from the channel and tested for functionality with a test cartridge. The device fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the cartridge, it is possible that the cartridge was not properly loaded into the device, if the cartridge is not fully inserted into the channel, when the device is fired, it can cause the pan to dislodge from the cartridge. In addition, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.